Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Specific patient complications were not provided. Although there is no known medical intervention that has been reported at this time, a serious patient injury related to the use of the bard/davol ptfe mesh is alleged. At this time, there is no known malfunction of the device as reported. A review of the manufacturing records has been conducted and found the device was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney, implant op report & product ID page. On (B)(6) 2005 the patient was diagnosed with vaginal wall prolapse, pelvic pain, mixed urinary incontinence and underwent an abd sacrocolpopexy with implant of a bard/davol ptfe mesh, bilat salpingo-oophorectomy, combined anterior/posterior repair, implant of a non davol uretex pubovaginal sling followed by cystoscopy and suprapubic catheter placement. Per the implant operative report details, "the peritoneum was dissected off of the vaginal apex. We then placed two separate pieces of teflon mesh, one posteriorly and one anteriorly to provide support to the vaginal apex. We then dissected laterally to the rectum and secured the mesh tot he sacrum." Attorney alleges unspecified adverse patient outcomes associated with use of device.